Manufacturer narrative:
(B) (4)the device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Event description:
On (B) (6) 2009 baxter was notified of a complaint from a customer reporting that their infusor pump, product code 2l3100, (B) (4), stopped working and would not start even after changing the battery. The problem was noted prior to product use and there was no patient injury. The sample has been reported as being available for evaluation.